Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Caller was instructed to reload the same cartridge, which successfully resolved the issue, allowing them to resume insulin delivery.